Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported sparking. The device was returned to the biomedical department with a report of sparks while the device was in use. No tracking information was provided; therefore, specific pt information, device programming, or event details were available. However, it was reported that there was no delay in therapy critical to this pt. Though requested, no additional information was provided including if there was any adverse effects to the pt or healthcare professional and if medical intervention was required.